Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, she was on vacation and sunday or monday she inserted a new battery in the insulin pump and this morning it had turned off. Customer's blood glucose was 397 mg/dl. Troubleshooting was performed and customer is not using recommended battery type. The device didn't alert low battery prior to the off no power alarm. The device wasn't dropped, bumped, and no damage was noted. Customer stated this was the second time the device shut off without a low battery warning. Customer was advised the device need to be replaced. She may continue to use the device until the replacement arrives but was advised to monitor it closely. Customer agreed to return the device for further analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.